Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a broken electrode belt cable receptacle. The root cause for broken receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient experienced a service code 204 - belt/monitor unusable, and had a damaged monitor case.